Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported that she was currently in the emergency room due to a blood glucose level below 25 mg/dl. The caller was unsure of what led to this incident. Troubleshooting was not performed as the customer was not available at the time of the call. The insulin pump was not replaced or returned for analysis.